Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with pump error during rewind due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was 147 mg/dl. The customer stated that the pump received a pump error and the delivery stopped. It was reported that the pump rewind was successfully at first. Customer was unable to complete pump rewind. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.